Event description:
The customer reported that the system's generator had no power. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The system power distribution f16 fuse was replaced. The system was tested and found to be working as intended and put back into service.